Event description:
A dialysis facility risk mgr reported that a pt expired during treatment on a meridian hemodialysis machine. It was reported that approx three hours after the start of the treatment, the pt was found to be unresponsive and the pt's subclavian catheter was found disconnected from the venous bloodline connector. The pt access had been covered by a blanket during treatment and reportedly, approx 1500cc of blood was lost from the pt. It was reported that no machine alarm occurred. CPR was administered but was unsuccessful and the pt subsequently expired. No further info has been made available at this time.